Event description:
It was reported that the driver has a broken tip.

Manufacturer narrative:
The driver has not returned for evaluation. Photographs were provided which confirm the event of a broken tip. A review of the device history records showed no manufacturing or processing related irregularities. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d9. Yes, returned to manufacturer on 05/12/2026. H3. Yes. H6. Type of investigation: 3331, 10. Investigation conclusions: 61. Device evaluation: visual inspection confirms the event. The distal hexalobe tip has sheared off. The root cause is likely excessive force applied to the tip during advancement of the screw. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.